Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2017-05816. Reference MFR. Report# 1627487-2017-05817. It was reported the patient experienced ineffective stimulation. One of the lead was reported broken. In turn the patient stopped using and charging the system as recommended. Subsequently the scs system was explanted and replaced to resolve the issue.